Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate could cause pt injury. Device issue: failure to deflate. A user facility medwatch form was received that stated the pt was being prepared for a stent placement. The over-the-wire dilatation catheter was being used to push back some plaque where the stent was going. The balloon would not deflate. Fortunately, it was only 2.0 mm, so it was still possible to remove it without causing any damage to the pt. No additional event or pt info is available.

Manufacturer narrative:
Quality engineering was unable to determine a conclusive root cause for the difficulty to deflate the catheter. Eval summary: qa analysis revealed that the catheter was returned with blood and fluid visible in the guide wire lumen, and there was fluid visible in the inflation lumen and in the balloon. The balloon had loose folds. There were no kinks noted to the catheter. The used inflation device was not returned. A new indeflator was used to pressurize the catheter to 14 atm and the balloon did not inflate. The catheter was left pressurized for two days. Fluid did not advance into the catheter. The catheter was unable to be tested. Product performance engineering reviewed the incident info and analysis of the returned device. The results from the qa tech (qat) visual inspection of the returned device did not locate any damage that may be related to the reported complaint of no deflation. During the qat functional analysis, the catheter would not inflate. Further engineering investigation of the device found thick contrast within the inflation lumen that prevented fluid from being advanced to the balloon. The contrast within the inflation lumen is considered procedural contamination. A definitive root cause cannot be determined in this case; however, in the past, the reported complaint of no deflation has been related to lumen obstructions, improper contrast dilution, or poor connection with the inflation device. A review of the lot hisotry record did not reveal any non conformances associated with this prduct lot. Product performance engineering will trend and monitor the incident circumstances. All catheters are 100% visually inspected for balloon/shaft damage and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify deflation times. This MDR is considered closed by the qa dept.